Event description:
A home patient's (hp's) mother noticed during the night that bubbles were coming from the hp's homechoice machine. The hp went to the dialysis clinic the next day. The nurse used ultrabag therpay on the hp in order to test the hp's transfer set and noticed nothing going into the hp, but saw bubbles going out. The nurse changed the hp's transfer set and noted a hole under the twist clamp. On 05-06-2006, the hp was diagnosed with peritonitis and hospitalized until the following day. The hp was again hospitalized for 17 days. The hp's symptoms were abdominal pain, fever and a cloudy effluent. In the 2nd day, the hp had his catheter removed. The hp was treated prophylactically in 2006 with 250 mg/l ceflazolin, ip and 250mg/l of ceftazidime ip. The hp was treated 4 days later with vancomycin loading dose 500 mg/l, ip and then 30mg/l. Ip daily for an unknown time period due to hospitalization. The hp was also treated with ceftazidime same day, loading dose 250 mg/l ip and 30 mg/l ip daily for an unknown time period due to hospitalization. Because the peritonitis was of the fungal variety, the hp was also treated with amphotercin, dosage and regimen unknown. The hp had an adverse reaction to the amphotercin and was then treated with caspofungin, starting 4 days later and lasting for approximately 3 weeks, dosage and regimen unknown due to hospitalization. It is unknown if there was a break in aseptic technique, and the hp does not reuse supplies. The nurse's suspected root cause of the peritonitis was either a leak in the transfer set, or the prophylactic antibiotic treatment, since it was a case of fungal peritonitis. The hp's recovery from this peritonitis event is still in process as of 06-2006.